Event description:
Revision reported due to osteoarthritis, rotator cuff tear, and dislocation approximately six years post operatively. This event is reported through clinical date collection.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.